Manufacturer narrative:
Event date -- (B)(6) 2016. Facility name - (B)(6). Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor was leaking near the fill cap. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was manufactured february 27, 2016 - march 01, 2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo revealed a leak from the solvent bonded junction of the tubing and the stress member, near the fill port. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.